Event description:
It was reported that the cartridge was leaking from the pigtail. Customer loaded a new cartridge to address the issue. It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 112 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.